Manufacturer narrative:
Additional information was received that patient had an injection and will undergo ipg relocation procedure.

Event description:
A report was received that the patient had an increase in pocket pain and muscle spasms while charging. The patient also had inadequate stimulation. The symptoms were still noted despite interventions provided by the physicians.

Event description:
A report was received that the patient had an increase in pocket pain and muscle spasms while charging. The patient also had inadequate stimulation. The symptoms were still noted despite interventions provided by the physicians.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated due to pain at the site. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an increase in pocket pain and muscle spasms while charging. The patient also had inadequate stimulation. The symptoms were still noted despite interventions provided by the physicians.